Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when a patient presented via merlin.net transmission, high lead impedance and high capture threshold were noted on the rv lead. The patient was brought in to clinic and dft testing was made. No intervention was undertaken. A replacement during a generator change out was discussed. The patient was stable and will continue to be monitored.